Event description:
A report of a patient that alleged they developed second degree burns at the treatment site following the use of the soprano xl system at a user facility was received, but further information could not be obtained through the multiple contact attempts performed by alma lasers inc. With the user facility. Therefore, we are submitting this report in good faith.